Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving an unspecified high reading on the sensor when compared to a built-in meter. The customer experienced symptoms of sweating and dizziness and seizure and self-treated with drinks with grape sugar. Sensor readings of 7.4 mg/dl, 7.2 mg/dl and 6.8 mg/dl were obtained on an unspecified date as compared to readings of 3.9 mg/dl, 4.10 mg/dl and 4.0 mg/dl obtained on the built-in meter respectively. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. No further information was provided. There was no report of death or permanent injury associated with this event.